Manufacturer narrative:
On 29-oct-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav electrophysiology catheter and there was a current leakage-device disruption issue (error code: 7). The leakage current was detected on the piu (patient interface unit) rl input and was accompanied by signal noise/loss. The signal interference occurred on all electrocardiogram channels, including body surface and intracardiac channels, and there was no means with which the medical team could monitor the patient's heart rhythm. A second device was used to complete the operation. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed corrosion on the connector pins of the device. Device was dissected and no corrosion was found on printed circuit board. Additionally, resistance was measured from electrical pcb and no issues were found. A manufacturing record evaluation was performed for the finished device lot number 31679940m and no internal action was found during the review. The corrosion observed in the connector could be related to the electrical issue and current leakage reported by the customer; therefore, the issue reported by the customer was confirmed. The potential cause of corrosion on the connector could not be determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG (electrocardiogram) noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a decanav electrophysiology catheter and there was a current leakage-device disruption issue (error code: 7). The leakage current was detected on the piu (patient interface unit) rl input and was accompanied by signal noise/loss. The signal interference occurred on all electrocardiogram channels, including body surface and intracardiac channels, and there was no means with which the medical team could monitor the patient's heart rhythm. A second device was used to complete the operation. No patient consequences were reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).